Manufacturer narrative:
The software investigation was unable to determine probable cause or if the issue relates to software anomaly based on the review of the information documented on record. The log investigation was inconclusive. It was suspected that the issue was due to workflow technique, the power cable or umbilical cable was momentarily pulled. It was determined there was an accidental radiation occurrence due to an image transferring issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient number of people in or other than patient: 4 estimated 3d dose absorbed (patient): 0.634 msv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product, bi-500-00152, sw v 3.1.6. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an orbital implant revision procedure. It was reported that the mobile viewing station (mvs) shut down after taking a non-navigated spin during an ent case where an orbital implant was repositioned. The images were transferring to the mvs, connection was lost between the ias and mvs. After rebooting the mvs, no images were found, and the spin was taken again. 4 people were present in the room including the patient. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.